Manufacturer narrative:
(B)(4).per the customer, the sample was discarded.a follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm and se 2367 alarm (see comment in activity section) that appeared on the homechoice (hc) unit during initial drain. The home patient (hp) cycled power to the hc machine, and it displayed press go to start. The technical service representative (tsr) explained the alarms to the hp. The hp would re-start with new supplies and notify the peritoneal dialysis (pd) nurse of the alarm. The proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the nurse on (B)(6)-2010 regarding the alarm, it was revealed that the hp had been fine and continuing therapy fine. There was no patient injury or medical intervention associated with this report.